Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00148. This is the first MDR submitted for the first suspect product. A pt was double skin tested. After the tests were administered the physician discovered that the pt had also been skin tested by another physician. The pt was injected in the nasolabial furrows and marionette lines with 0.5cc of one formulation of collagen and 1.0cc of another formulation. The treatment was uneventful. Approx 5 days later the pt noticed that the injected areas felt lumpy. This condition appeared to improve and then worsen on a daily basis. The pt did not report it until pt was seen in the physician's office. The physician said that the lumps are visible as well as palpable and there is some tangential tissue swelling when the lumps appear. The physician has diagnosed hypersensitivity to collagen. No treatment was undertaken. A written follow up reported that on that date intralesional kenalog injections and "oral low dose prednisone" were employed and that the treatment was effective.